Event description:
Healthcare provider additionally reported left side capsular contracture baker grade IV. Device has been explanted and replaced.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Healthcare provider additionally reported left side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, white particles in the shell and crease fold. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture, baker grade unknown." Is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Device remains implanted.